Event description:
It was reported that a patient (B)(6) had surgery in (B)(6) 2016 to repair a broken ankle. Since her initial surgery, at least one of the devices implanted has broken and needed to be removed. When she called the patient advocate at the hospital where her surgery was performed ((B)(6) ¿ university of (B)(6)), she was told that the device was made by smith & nephew. She was unclear on exactly which devices were used in her surgery, and which one(s) broke, but she is concerned that she is now having to go through multiple surgeries to repair her ankle.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Will proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(4), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) No clinical supporting documents were provided to conduct a thorough assessment of the reported issue.